Manufacturer narrative:
This device is not sold in the us, but a similar device is. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the nozzle had a foreign object. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for the issue of insufficient air supply. There is no reported harm to any patient. Upon evaluation of the returned device, it was noted that the nozzle had the presence of foreign object. This medwatch is being submitted for the reportable issue of foreign object found in the nozzle during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested event was due to insufficient or inappropriate reprocessing. It is recommended that the user instruct the method of handling regarding reprocessing, usage environment and so on. Olympus will continue to monitor field performance for this device.